Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that when he changes his posture he is shocked by the battery. There were no external or patient factors known to have contributed to the issue. An impedance check found that electrode 2 was high. No interventions were taken. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the shocking and high impedance was not determined. The patient was reprogrammed and told to keep the pulse width at that setting to see if it helped. It was unknown if the issue was resolved.